Event description:
Boston scientific received information that during a routine follow-up, this patient¿s right atrial (ra) lead was found to be dislodged. A rise in threshold measurements was also noted. The ra lead output was reprogrammed and a reposition procedure will be performed soon. For now, the ra lead remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated that surgical intervention was performed and the ra lead was successfully repositioned. The ra lead continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This report will be updated should a revision procedure be performed and/or additional information concerning this event be provided from the field.